Manufacturer narrative:
(B)(4): the customer reported that the ac inlet was detached. There was no report of patient involvement. The customer confirmed the failure. The customer was sent a new ac power module which resolved the failure. As of 03/21/2011, there have been no further calls from this customer site regarding this issue.

Event description:
The customer reported that the ac inlet was detached. There was no report of patient involvement.